Manufacturer narrative:
Approximate age of device ¿ 2 years and 6 months. Device evaluation the report of hemolysis and suspected thrombus can be confirmed based on the evaluation of vad-54460. Examination of the outflow elbow revealed a non-laminated deposition situated on the proximal-opening of the textured blood-contacting. Although a specific cause for its development cannot be conclusively determined, the deposition appeared to have developed in this area. The deposition, however, did not appear to occlude the flow of blood through the pump. Upon disassembly of the returned pump, a loosely seated deposition was present in the proximal-side of the outlet stator. A similar deposition was found on the outlet bearing cup and outlet cone section of the rotor. The depositions were not adhered the outlet bearings, rotor, or stator blades, lacked denaturing and lacked lamination. Although their origins and a duration in which it was present in the pump cannot be conclusively determined, the depositions did not appear to have originated in these locations. If present for an extended period of time, the depositions in the pump would have contributed to the reported elevation in ldh and plasma free hemoglobin. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted from the clinic on (B)(6) 2016 with a lactate dehydrogenase (ldh) level of 1371 u/l. At the time of admission, the patient's inr was 1.9 (goal of 2-3) and their plasma free hemoglobin was 200.0 g/dl. It was reported that there was no pump dysfunction noted at that time. The patient was treated with IV heparin. On (B)(6) 2016, the patient was urgently transplanted due suspected pump thrombus.